Manufacturer narrative:
Root cause: training/use error. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level of 740 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous fluids and insulin drip, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, treatment received resolved the issue. Tandem technical support (cts) performed troubleshooting and found that an auto-off alarm had occurred. Cts educated the customer on the auto-off safety feature. In addition, the customer alleged the pump did not function as intended. Pump system check was performed and indicated the pump functioned as intended, however, the customer maintained the pump did not function as intended. Reportedly, the customer reverted to manual injections for continued insulin therapy.